Manufacturer narrative:
Patient's height: 175.3cm. Additional device product code: kwq. A product investigation was conducted. Visual inspection: upon visual inspection, the threaded portion at distal tip of device was found to be stripped/worn. Hence, the complaint is confirmed. Conclusion: the exact cause of the reported condition is unknown, but, it is likely that the device was subjected to excessive forces during the 3+ year life of the device. After a visual inspection, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities a device history record (DHR) review was conducted: part # 314.467, synthes lot # 7799893, supplier lot # na, release to warehouse date: 17 mar 2015, manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a surgery to fix a fractured patella. During the surgery, it was noticed that the tip of a stardrive screwdriver shaft was bent and was removed from the field immediately. The procedure was successfully completed using the other stardrive screwdriver shaft since they have two (2) in the set with no surgical delay. The surgery was successfully completed. The patient outcome was good. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(4).